Event description:
It was reported that a malfunction occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The malfunction code was resettable, and a fault ID was available for reference.